Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial#: (B)(4), product type: lead. The main component of the system; other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 15-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for chronic intractable pain. It was reported that high impedance in some electrodes was observed intra-op. No x-ray images were available. Telemetry data could not be obtained. It was unknown if there were any external contributing factors. Troubleshooting was performed, reconnecting and measurement was performed again. The lead was replaced. The issue was resolved at the time of this report. No surgical intervention occurred, nor was planned. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the cause of the high impedances was undetermined. The impedance measurements were unavailable.